Event description:
Patient was revised to address femoral, tibial, and patellar loosening. The tibial tray had also subsided. It was reported that the patient had a large amount of abnormal-looking tissue in her knee, which the surgeon did not feel was product-related.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.